Manufacturer narrative:
A visual examination of the returned capio slim device revealed no visual and functional failure. The carrier was not detached. The carrier was actuated three times and it extended and retracts without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. The complaint is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an unknown procedure on an unknown date. According to the complainant, the "tip of the device broke off". The failure mode is unclear, and all other information is unknown. The event description may suggest that the needle carrier broke. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an unknown procedure on an unknown date. According to the complainant, the "tip of the device broke off". The failure mode is unclear, and all other information is unknown. The event description may suggest that the needle carrier broke. Should additional relevant details become available, a supplemental report will be submitted.